Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified axillary vein subclavian vein junction. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. When the device was attempted to remove, the device got stuck about half of it in the sheath. The devices were removed as a unit and the procedure was completed. No patient complications were reported and the patient's status was fine.

Event description:
It was further reported that a non-bsc balloon was used to complete the procedure.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: a mustang balloon device was received for analysis. A visual examination had been subjected to positive pressure. The device was received for analysis in two separate pieces. One section consisted of hub/manifold, shaft and balloon material. The detached smaller section consisted of balloon material, distal markerband and the tip. The customer severely damaged 6fr sheath was also returned. The correct sheath size as per mustang product is a 6fr introducer sheath. The balloon was returned in two different sections for analysis. A visual examination identified a complete circumferential tear in the balloon material approximately 15mm distal to the distal edge of the proximal markerband leaving 26mm of balloon material attached to the proximal shaft. The distal detached section of balloon material was approximately 20mm in length and severely bunched up. Solidified blood was noted on the inside and outside of the balloon material. A microscopic examination on the balloon material identified no issues that could have contributed to the complaint incident. A visual and tactile examination of the shaft identified a break in the balloon shaft approximately 110mm distal to the circumferential tear in the balloon material. The balloon shaft was also noted to be severely stretched and multiple kinks were noted along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the catheter identified no issues that could have contributed to the complaint incident. A visual and microscopic examination identified that the tip was enclosed within the severely bunched up detached balloon material. During analysis the investigator retracted the balloon material and noted that the tip was severely damaged. The tip was noted to have folded over itself. A visual and microscopic examination identified that the distal markerband had detached from the severely stretched balloon shaft. The investigator dissected the detached bunched up balloon material and located the detached distal markerband. The proximal markerband was undamaged and fully attached to the shaft. No issues were noted with the markerbands that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).